Event description:
Additional information was received that an infection had occurred and started one day post implant.

Event description:
It was reported that device migration occurred. The patient's implantable cardiac monitor was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).